Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported a blood glucose level of 127 (mg/dl). Reportedly, the customer stated the occlusions occurred because they failed to change their supplies. During troubleshooting with tandem technical support, the cartridge was noted to have damage. The cartridge was changed and the customer resumed insulin delivery.